Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue placement procedure performed on an unknown date. During spaceoar vue placement, the physician noticed that "a little bit" of the hydrogel was in the correct placement. However, most of it was pooling towards the apex of the prostate, the physician noticed that he was not getting the correct space as expected. After computerized tomography (CT) review, it was noted that the hydrogel was in a circular pattern around the periphery of the prostate. The patient has started radiation. The patient is asymptomatic.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).